Event description:
Allegedly patient had been doing well until last month when he noticed crepitation in the hip. X-ray showed that the head was not concentric in the shell. During revision surgery, surgeon found the poly insert had rotated in the shell and the ceramic head was rubbing against the anterior edge of the shell. The anterior part of the polyethylene was fragmented.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. The event code is addressed in the package insert. This is the same event as 1043534-2012-00601, 00602.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.